Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (screen will not light up) was confirmed. The charger would not power up upon receipt. Upon evaluation, the power supply brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient's sister contacted zoll customer support to report that the screen will not light up on the charger, despite trying multiple outlets and re-seating the cord connector. The patient was issued a replacement battery charger/modem.